Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of failure code 550:320:844:0000. The root cause was determined to be disconnected rear harnesses. The rear harnesses were re-connected to repair the reported condition. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Baxter has found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA (B)(4). A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump.

Event description:
The baxter service technician reported a colleague infusion pump which experienced failure code 550:320:844:0000 during device evaluation. The root cause of this failure code was determined to be disconnected rear harnesses, indicating that this device failed to audibly alarm for this failure code. There was no patient involvement. This device is an unremediated colleague pump with a user interface module software version of 5.04.00. No additional information is available.